Event description:
Based on a physicist report, it was reported that the 9600 system has an iris collimator that was slightly too large. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Adjusted the collimator. The system was tested and found to be working as intended and placed back into service.